Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 syringe 1.0ml 28ga 1/2in 10bag 500 bdd were damaged before use. The following was reported by the initial reporter: "it was reported that the syringes were damaged. Verbatim: hello, I need to report a damaged & refused on a recent po."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that 5 syringe 1.0ml 28ga 1/2in 10bag 500 bdd were damaged before use. The following was reported by the initial reporter: "it was reported that the syringes were damaged verbatim: hello, I need to report a damaged & refused on a recent po.".